Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered several unexplained systemic symptoms, including sharp pain that is on and off, heavy sensational bruising feeling, nausea, anxious, feeling different, sweaty, and inflammation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4) manufacturer¿s reference number: (B)(4).